Event description:
It was reported that this right atrial (ra) lead was damaged during a system revision. This lead was subsequently explanted and replaced. This lead is not expected to be returned for analysis. No additional adverse patient effects were reported.